Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following the reported event of the silence alarm button being pressed multiple times. A review of the submitted controller event log file spanned approximately 6 hours ((B)(6) 2025 from 04:10:59 ¿ 09:55:57 per time stamp). On (B)(6) 2025 from 09:02:34 ¿ 09:36:50 the silence alarm button was pressed multiple times for an unknown reason; there were no alarms or faults active at the time. There were no notable alarms active in the log file. The system controller was not returned for analysis. Additional information provided stated that the reason for the silence alarm button being pressed multiple times was not identified. There were no reported issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a reason for the silence alarm button being pressed multiple times was not identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review. Following review, there appeared to have been an unusual number of silence alarm button pressed events recorded. Many occurred while there were no active alarm flags, which appeared to have been accidental.